Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with message "system volume too small" and pressure transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The air gas module was replaced to resolve the issue and sent back for investigation. The returned air gas module has been tested in a ventilator. It failed the pre-use check with internal leakage, pressure transducer and flow transducer tests. During ventilation, it started oscillating and making strange noises. It alarmed for paw high, peep high, expiratory minute volume low, respiratory rate high and o2 concentration low as the o2 concentration was at 22% instead of 60%. It was noticed that replacing one of the printed circuit boards (pcbs) inside the gas module resolved the issue. Further investigation on this defective pcb revealed that the flow.h circuit had higher voltage signal than the same reference pcb. It was noticed that all the components in this circuit have the same wrong signal. By tracking the source of this wrong signal, it was found that an integrated circuit (ic) from the flow zeroing circuit that is connected to the flow.h circuit was the source of the wrong signal. Replacing this ic resolved the issue. The root cause for the ic failure is not established in this investigation.

Event description:
It was reported that the ventilator failed internal leakage test with message "system volume too small" and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).